Manufacturer narrative:
A1-a4 is unknown. Product model and serial number are unknown.

Event description:
We have been informed of device dislocation/ embolization during asd closure. Patient's anatomy was described as extremely difficult. Tee was used for defect measurement. The event was resolved and patient was reported to be in good condition.